Event description:
It was reported that the patient experienced ineffective therapy and the patient did not charge their ipg as recommended; therefore, the ipg became unable to communicate with external devices. As a result, the system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.